Event description:
Customer reported that one box of product 0250070500 pkg., assy., suction/irrigator 2 was opened and hair was inside package. Customer also stated that the package was open and the hair was noticed before it was used in any procedure and no patient involvement occurred. Opened additional item and used another item for the procedure.

Manufacturer narrative:
Additional information will be provided once investigation is completed.